Manufacturer narrative:
This information was provided before the initial report was sent, however elevated pump powers, flows, and ldh can be associated with the stroke, bleeding, and thrombectomy events that were stated in the initial report. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke, bleeding, arrhythmia and ldh elevation could not be conclusively determined through this evaluation. The reported elevated pump parameters could not be confirmed through this evaluation. The account reported that the patient was admitted on (B)(6) 2019 with elevated ldh to 924 and low inr. The patient was treated with heparin and on (B)(6) 2019 the patient suffered an ischemic stroke as confirmed by a cta and was treated via a thrombectomy. The patient had vt on (B)(6) 2019 and received antiarrhythmic medication. On 29jul2019 the patient showed increased cerebral bleeding. On (B)(6) 2019 the account reported elevated pump power and flow and a decrease in pi. The fixed speed was decreased to 9000rpm. Following these events, the account discussed palliative care with the patient's family and care was withdrawn on (B)(6) 2019. The device was not explanted. The hmii IFU lists stroke, bleeding, arrhythmia, and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The hmii IFU explains all pump parameters including power, flow and pulsatility index. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated pump powers and flows with lower pulsatility index (pi) on (B)(6) 2019 as well as elevated lactate dehydrogenase (ldh) throughout the admission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2019. Echo was reviewed on (B)(6) 2019. Rotational thromboelastometry(rotem) was reviewed on (B)(6) 2019. Patient's weight increased and the patient had increased shortness of breath. On (B)(6) 2019, patient had left facial droop, left sided weakness, dysarthria, and loss of vision in left eye. Head CT did not reveal any bleeds. CT angiography showed right m2-3 occlusion and that patient had a right middle cerebral artery thrombectomy. Status post right decompressive hemicraniectomy with evacuation of intracranial hematoma. Patient's pupils were reactive to light but sluggish. Overnight (B)(6) 2019, patient had ventricular tachycardia. On (B)(6) 2019, there was worsening changes in CT head and increased hemorrhage to right hemisphere. Neurosurgery was notified, but there was not any surgical intervention at this time. Another echo was obtained and reviewed. Patient was febrile, likely neurogenic. Patient was taken off antibiotics. Palliative care was consulted, but declined on (B)(6) 2019. On (B)(6) 2019, patient was intubated or sedated, patient was febrile overnight, white blood cells was 6.2 g/dl. On (B)(6) 2019, another CT head was reviewed. Patient was intubated and sedated. By (B)(6) 2019, patient's family withdrew care. On (B)(6) 2019, patient expired. No further information was provided.